Event description:
Additional information was received indicating that per the physician, the cause of death was the dissection caused by the interaction between the delivery catheter system (dcs) and the calcium in the patient¿s anatomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via vascular access in the left femoral artery, a 14 fr dilator was inserted prior to the delivery catheter system (dcs) insertion. The dcs was attempted, but would not advance through the vessels due to calcified and diseased iliofemoral arteries along with calcium in the abdominal aorta. The dcs was withdrawn, and a 14 fr non-medtronic sheath was inserted to dilate the vessels further. The dcs was attempted again; however, still would not advance and was exchanged for the 14 fr sheath. A medtronic guidewire was exchanged for a non-medtronic guidewire via the angled pigtail catheter, and then replaced into the non-working vascular access side through the pigtail catheter. The dcs was inserted again and this time was advanced to the annulus. The valve was successfully deployed, and the dcs was withdrawn. Upon hemostasis attempt with the closure devices that were placed at the start of the procedure, complete hemostasis was not achieved in the femoral artery. The implanting team attempted to insert and inflate a balloon to assist with hemostasis via the non working side, but the balloon was unable to cross the left common femoral artery. Subsequently, a cutdown repair was performed for vascular access closur e. Several hours following the procedure, imaging revealed a retrograde aortic dissection from the abdominal aorta to the left subclavian artery. Non-medtronic stent grafts were implanted to cover the dissection. The patient was transferred to the intensive care unit and subsequently died two days later. Per the physician, the nose cone of the dcs likely dragged along the calcium and caused the dissection.

Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011936557); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-23 (serial:(B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2023; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.